Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/22/2023. An investigation was conducted on 07/05/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The aortic cutter was observed to be deployed with the plunger depressed. The delivery device was returned outside the loading device. The blue slide lock on the delivery device was observed to be off, allowing the white plunger to be depressed. The seal and tension spring assembly was removed from the delivery tube with no visual or physical difficulties. The seal and tension assembly was observed to be intact with no visual defects. Blood was observed inside the delivery tube, indicating an attempt was made to introduce the seal into the aorta, hence no measurements were taken. Based on the returned condition of the device and the investigation results, the reported failure "activation problem" was not confirmed. The lot #3000261925 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (4.3mm), after releasing the seal into the blood vessel, the seal also came out when the delivery device was pulled. There was no major blood loss. There was no particular big delay. A replacement device was used to complete the procedure. There is no health hazard to the patient.